Manufacturer narrative:
Internal report reference number: (B)(4). Unique identifier (UDI) # and lot number expiration date is unknown meter and test strips were not returned for evaluation. Note : manufacturer contacted customer in a follow-up call on 28-may-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. Note : friend contacted manufacturer on 03-jun-2021 and stated customer had received the replacement products and declined help with the new meter and said if they needs us they will call us back. No further assistance needed,

Event description:
Consumer reported complaint for high blood glucose test results. Friend is calling on behalf of the customer. The customer is concerned with test results from am fasting results obtained of 172 and 202mg/dl. The customers expected am fasting blood glucose test result range is 102-107mg/dl and expected pm fasting blood glucose test result is 120mg/dl. Customer he had injected too much insulin because of the wrong results on the meter. Customer states he called the nurse and was told to take no more than 8 units of insulin. At the time of the call, the customer reported feeling lightheaded; customer stated that this has been ongoing for a while and that his doctor is aware (discussed during a routine visit). During the call, a back to back blood test was not performed by the customer. Customer declined to continue with the call. No further information was able to be obtained.